Manufacturer narrative:
Customer's products have been requested back for investigation and a supplemental report will be sent once new information is obtained.

Manufacturer narrative:
The returned meter powered on with button press once batteries were replaced. Control solution testing was performed. All results were within range specification and no errors were observed. No new issues were observed. The complaint is not confirmed.

Event description:
An adc customer reported that they received an error code 14 message and was unable to test their blood glucose. The customer further reported that as a result of this issue on (B)(6) 2011 at 730pm he "did not know where he was" and subsequently lost consciousness. Paramedics were called and treated customer with intravenous glucose and did not transport customer to a local health care facility. No diagnosis was reported and the customer reportedly drank juice to help counteract the medical event. No additional information was provided. There was no report of death or permanent impairment associated with this report.